Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8110 failed the flange gripper test while performing preventative maintenance was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, pm testing: informed customer this is most likely due to the flange sensor assembly. Recommended replacing. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the 8110 failing the flange gripper test while performing preventative maintenance. There was no patient involvement.